Manufacturer narrative:
Concomitant product(s): product ID: 388928, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had shocking in feet, hands, fingers, and legs when stimulation was on, which went away when stimulation was off. It was unknown if any factors led/contributed to the reported event. Reprogramming was performed. The consumer¿s device was switched off for a week and then switched back on. It was unknown if the issue was resolved. It was noted that on (B)(6) 2018 the consumer had the device pocket opened, connections checked, ap and lateral images checked, and battery position checked. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Product ID: 388928, lot# va1j1r0, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no shocking reported yet after the implant was turned back on (B)(6) 2018. Impedance measurements within normal limits in theatre and after on (B)(6) 2018. No additional intervention had been planned or taken and the cause of the shocking was not determined. No further issues reported since the device was switched back on (B)(6) 2018. No further complications were reported/anticipated.